Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, there was leakage of urine although the balloon was well inflated with 15 ml of water injection. Complaints of pain in the bladder. With withdrawal of the catheter 400 ml of urine arrived immediately.